Manufacturer narrative:
G4: 24sep2020 b4: (B)(6) 2020 the device was reported to have been in testing while being set-up for use, there was delay in therapy and no patient harm. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power management (pm) printed circuit board assembly(pcba). The fse replaced the pm pcba to resolve the reported issue. Device passed all performance verification testing. Following the repair, the device was returned to the customer to be placed back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26oct2021. B4: 31mar2021. A pm pcba (power management, printed circuit board assembly) was returned for analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that the root cause was a failure of r31 solder joint, and is a thermal design problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16sep2020.

Event description:
It was reported to philips that the device's screen was locked and was not ventilating. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.